Event description:
This report is based on information provided by local philips remote engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips xl+ defibrillator indicating that the device had an alarm after starting the machine. There was no patient involvement.